Event description:
A ventilator was returned to the MFR for service. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the ventilator at the MFR's service center, thermal damage was observed on the device's interface pca originating at the j2 connector (remote alarm/nurse call connector). The thermal damage appears to have been caused by the user incorrectly applying ac power to the remote alarm/nurse call connector which shorted the j2 connector. The thermal damage was isolated to the area of the j2 connector and was contained within the device's housing. The thermal damage did not affect the ventilator's primary alarms or its ability to deliver therapy, but the remote alarm/nurse call connector would not function. The device's interface pca was replaced to address the issue.